Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high, out of range shocking lead impedance measurement detected via the patient remote monitoring system. Boston scientific technical services (ts) discussed daily measurements and indicated that trend seemed stable but noted a slight increase in impedance. Furthermore, ts discussed factors that may cause out of range impedance and provided troubleshooting options. Additional information was received indicating that the patient was seen for further evaluation and normal findings were observed. The patient will be monitored continuously. At this time, the system remains in service. No adverse patient effects were reported.